Manufacturer narrative:
(B)(4).

Event description:
Procedure type: splenectomy. According to the reporter: the device was inserted into cavity, and the balloon ruptured while 20 ml of air was injected with a syringe. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.